Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in low blood glucose levels. The patient was hospitalized for hypoglycemia. The patient had symptoms of weakness and fainted. The blood glucose result was 2.7 mmol/l on an unknown device. The type of treatment the patient received at the hospital was not provided. It is unknown how long the patient was in the hospital.